Event description:
The healthcare professional reported that during a stent-assisted coil embolization procedure targeting an aneurysm on the middle cerebral artery, the 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200 / 8907839) was impeded at the distal end of the concomitant microcatheter (unspecified competitor brand) and could not pass through the microcatheter. The physician removed the stent and the microcatheter and replaced both devices to complete the procedure. The procedure was reportedly prolonged by approximately 10 minutes. There was no report of any negative patient impact. On 14-oct-2024, additional information was received. The information conformed the procedure was a stent-assisted coil embolization targeting an aneurysm on the middle cerebral artery (mca). An adequate continuous flush was maintained through the microcatheter. When the stent was removed from the patient, it was still on the delivery wire. There was no damage to the delivery system. The replacement stent was another 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200). The replacement microcatheter was another of the same brand as the concomitant microcatheter. The information confirmed there was no negative patient impact and no clinical significance in the reported 10 minute procedure extension.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8907839. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 05-nov-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 22mm no distal tip enterprise vascular reconstruction device and a competitor microcatheter were returned and received contained in the decontamination pouch. Visual inspection was performed. It was noted that the stent was returned already detached inside the hub of the microcatheter. Due to the position of the stent, it could not be removed from the microcatheter hub. There were no damages noted on the delivery wire or on the introducer. The issue documented in the complaint regarding the stent being impeded in the distal end of the concomitant microcatheter could not be evaluated through functional test since the stent returned detached, and it was stated in the event that when the stent was removed from the patient, it was still on the delivery wire; therefore, the detached condition is not considered related to the failure reported, and a root cause cannot be assigned. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8907839. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) does contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.